Event description:
It was reported patient underwent a rotator cuff procedure on (B)(6) 2012. During the procedure, the bypass punch did not retain the suture in the trapdoor when pulling on the bypass punch. The procedure was completed by using a new bypass.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Examination of returned device verified and reconciled as the instrument not functioning correctly due to failure to remove soft tissue from the instruments functional area. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 2 states, "general cleaning. Thoroughly clean instruments until visibly clean, repeating as necessary, prior to initial sterilization and as soon as possible after use. Do not allow soil to dry on the instruments."